Event description:
Healthcare professional reported right side deflation and later added "any creases associated with hole". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, white particles in the surface of the shell and a wear abrasion. A leak test was performed and an opening was found on the anterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as to surgical damage.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6.

Event description:
Healthcare professional reported "creases associated with hole". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.